Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed sores/bruising under the lifevest equipment. The patient described the area as sore/ bruising/chafing. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. It's unclear if the physician who spoke with support services, prescribed any creams or ointments to the skin irritation. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.